Manufacturer narrative:
Biomérieux conducted an internal investigation in response to a customer complaint of a falsely elevated estradiol result in association with the vidas® estradiol ii 60 tests (ref. (B)(4), lot 1007251480). The investigation included a review of quality control batch records, CAPA and non-conformity records, and complaint records. An analysis of control cards was also performed. The review of batch records and non-conformity records for lot 1007251480 found no anomaly or note of falsely elevated estradiol results. The review of complaints associated with lot 1007251480 did not identify a trend. Analysis of control cards using four (4) estradiol sera and seven (7) vidas® estradiol lots, including customer lot 1007251480 was completed. Results for customer lot 1007251480 were similar to the other lots. The impacted sample was not provided for investigation therefore could not be tested. Biomérieux performed internal testing of three (3) sera, including a serum with a concentration close to the impacted sample using customer lot 1007437070. The results were similar to those observed during the activity control. Drift in activity over time from vidas e2ii 1007251480 / 200325-0 was not observed. The result obtained by the customer was not reproduced. Based on the investigation data, vidas® estradiol ii 60 tests (ref. 30431, lot 1007251480) is performing within specification.see section h10.

Event description:
A customer in (B)(6) notified biomérieux of a falsely overestimated result for a patient sample in association with the vidas® estradiol ii 60 tests(ref. 30431, lot 1007251480) the concerned patient is female patient taking delestrogen (estradiol valerate). The customer confirmed the vidas results were reported to the treating physician but did not impact patient treatment. There is no indication or report from the laboratory that the discrepant vidas results led to any adverse event related to any patient's state of health. Biomérieux will initiate an internal investigation. Note: reference 30431 is not registered in the united states. The u.s. Similar device is product reference 30431-01. It should be noted that the vidas® estradiol ii 60 tests package insert "results and interpretation" section states, "in cases of estrogen therapy, and particularly that of hormone replacement therapy overestimated results may be obtained. Interpretation of test results should be made taking into consideration the patient's history, and the results of any other tests performed."